Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Numerous strut rows were stretched and misaligned at the distal end of the stent. These struts were also stretched over the distal markerband. The tip of the device was also flared. The balloon section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Resistance was noted upon insertion of a product mandrel due to the presence of solidified blood. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified proximal left anterior descending artery. A 2.5x20mm taxus liberte stent was advanced to treat the target lesion, however resistance was met as the "device got stuck with something". Upon removal of the device stent damage was noted. The procedure was successfully completed with another taxus liberte stent. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that pre-dilation was performed with a 2.5mm diameter non bsc balloon inflated to 12 atm's. There was possible calcification in the lesion.

Manufacturer narrative:
(B)(4).